Event description:
When the in-coming inspection by distribution center stuff, the stuff found that the device was broken. I confirmed to the sr, the device was not used at the operation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been (B)(4) other event reported for the reported manufacturing lot visual inspection: inspection performed as part of mar. The fracture surfaces showed mixed mode fracture features with ductile fracture regions and regions of intergranular fracture. The mixed mode failure indicated that the part failed over time from a combination of off-axis overload forces and corrosion related degradation processes. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
When the in-coming inspection by distribution center staff, the staff found that the device was broken. I confirmed to the sr, the device was not used at the operation.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.